Event description:
Procedure type: lap hernia repair. According to the reporter: this patient showed severe traction marks upon re-operation. Scalloping in the mesh in lateral mesh regions not closed by transfacial sutures, and slicing of the transfacial sutures through the tissue due to tension was noted.